Manufacturer narrative:
For g4: PMA/510(k): premarket submission number not available/not released. The nxt li-ion battery in the complaint has not been returned for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
The customer reported the autopulse nxt li-ion battery sn (B)(6) stopped functioning during a call. No further information was available. Patient's status information was requested but the customer did not provide a response.